Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the first obtuse marginal (om1) branch of the average tortuous left circumflex (lxc) artery. The lesion characteristics are unk. The 3.0mm x 8mm apex monorail catheter was advanced to the lesion and reported to have ruptured upon the first inflation of 12 atm's for 30 seconds. The procedure was completed with a different device. No pt injury or complications were reported. The pt's condition was reported as "good". This device is only ous approved but is similar to a marketed us device.